Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is 1 of 3 complaints reported for this issue. This is the only complaint reported against the finished goods lot and the device history record (DHR) review shows the product was released per specifications. The customer did not retain a sample for this complaint report; functional testing could not be conducted. The root cause cannot be determined. (B)(4).

Event description:
An ophthalmic surgeon reported that during vitreo-retinal surgery, temporary enophthalmos occurred during treatment of the periphery. The situation was solved after moving infusion line. No pt harm was reported.